Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera slipped and was upside down in the surgeon console. They had to undock the robot and re-dock to reset it. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the reported issue was confirmed, but not replicated. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations, broken or missing pieces located at the cable connector proximal end. The root cause of cable connector ferrule mechanical damage is typically attributed to the user, such as improper reprocessing. The endoscope cable integrated connector was visually inspected and found to have damage. The root cause of scratch marks or abrasions on the cable connector is typically attributed to the user, such as inadvertent collisions with hard surfaces or dropping the scope. The camera cable was visually inspected and it was found with cosmetic defects. During inspection on camera cable trim plate, water marks were found. The root cause for trim plate marks is not determinable. The endoscope housing was visually inspected and found with costumer labels/marks. During inspection of the endoscope housing, the housing exhibited customer labels or marking added, which is typically attributed to the user. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on lamp button exhibiting damage of the button pack assembly, which is typically attributed to the user. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked, which is typically attributed to the user. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope cable integrated connector was visually inspected and found with corrosion on start pca. The customer system logs were reviewed, which confirmed error 48402 (camera_err_tip_temp_error). This error is related to the temperature of the camera tip having reached the error limit. This may also be accompanied by a user interface (ui) message on the display. The endoscope was connected to an afa test fixture and tested for electrical/communication continuity; the result was that endoscope did not show image in both eyes. The endoscope was tested after changed camera cables for a known good camera cables into a test fixture, then a functional test was performed to verify electrical/communication performance, which confirmed restored vision in both eyes. The endoscope was installed onto a test fixture and functional tests were performed to verify electrical/communication performance, which passed. The camera module integrity was tested by applying heat to the distal tip ~55° c and lower voltage ~1.3v to ~1.2v and the result was that camera module, and it passed. The integrated connector was disassembled for visual inspection and corrosion/damage on start pca welding conn to rx coil was found, which may have caused the failure. The endoscope was tested after changing start pca for a known good start pca onto test fixture. A functional test was performed to verify electrical/communication performance, which confirmed restored vision in both eyes. The complaint was confirmed by failure analysis.